Event description:
A patient with an external neurostimulator (ens) trial system reported that the leads came loose when they slept. They spoke with a manufacturing representative and the rep told the patient to see the healthcare provider. Follow up information from the hcp reported the leads were removed and the patient is scheduled for stage 1 on (B)(6) 2016.